Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient programmer had a poor communication and a poor communication screen was indicated. The patient reported that they need a replacement cord for the patient programmer. The patient reported that while at the healthcare professional office, the patient programmer cutting on and off with the poor communication screen. The patient reported that this has happened before, and replacement cord was sent and that helped to resolve the issue. The patient reported they can turn the ins on and off with the ins recharger, but they need to be able to turn it down because of the pain. Troubleshooting could not resolve the issue. It was reported that the insr could communicate with the ins. The patient reported that they have pain all the time.